Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The complaint of loss of cartridge detection could not be verified or duplicated. However, eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
During eval, an intermittent force sensor was observed.